Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran as low as 30 mg/dl and as high as 380 mg/dl. She stated that she treated the low blood glucose with sugary drinks and glucose tablets and the high blood glucose with the insulin pump. The customer declined to troubleshoot for those issues. The insulin pump was not replaced or returned for analysis.